Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received two leads with the same lot number. It was reported the stimulation stopped working approximately 8 months ago; it no longer helped the pt's pain. When the pt tried increasing stimulation, discomfort was felt. X-rays were taken and revealed no abnormalities with the system. Follow-up revealed the sjm representative has not spoken with the pt since the last reprogramming session. The pt was told by the physician she may have mechanical pain and not neuropathic pain. The scs system is functioning properly. The physician does not have a plan of action regarding this issue.